Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd phaseal¿ protector (p14) malfunctioned and leakage occurred. The following information was provided by the initial reporter: the phaseal p50 malfunctioned-the needle came out and wasn't stuck in the dome like it should be and the product they were using called tanovea that costs (B)(6) leaking out all over.

Event description:
It was reported that the bd phaseal¿ protector (p14) malfunctioned and leakage occurred. The following information was provided by the initial reporter: the phaseal p50 malfunctioned-the needle came out and wasn't stuck in the dome like it should be and the product they were using called tanovea that costs (B)(6) leaking out all over

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 07-dec-2022. Investigation summary: one protector without the needle attached and one vial with the protector needle penetrating the stopper was provided to our quality team for investigation. After visual inspection, no defects were observed within the needle housing to indicate the needle was not properly assembled, it was noted that the needle appears to have penetrated the vial off center. A device history review was performed for reported lot 2007137, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Five retained samples of lot 2007137 were used for additional evaluation. The product was visually inspected, there was no damage on any of the needles or protector housing, and all needles were properly assembled and firmly attached to the protector using the m12 assembly fixture. Product undergoes a series of inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification the cannula is properly centered, assembled, and there is no damage or other defects on the cannula. All inspection resulted were reviewed and no issues were identified, product was verified to meet required specification. It is important that the device is not manipulated or removed once attached on to the vial as this can cause damage. Based on the available information, we cannot identify a root cause related to the manufacturing process at this time. It appears the needle separated during the connection of the protector on to the vial.